Event description:
It was reported that during the final cone-beam computed tomography (cbct) spin mid-procedure, the patient developed a small pneumothorax. The physician injected one dose of purastat down the ion catheter prior to retracting the catheter and undocking. Isi followed up with the site and obtained the following additional information, that they do not recall the specific cases from that day, and without patient identifiers, they are unable to assist in answering the questions. The nurse also confirmed that there have been no concerns regarding the needles, tools, or robotic system, noting that everything has been functioning well on their end.

Manufacturer narrative:
System logs were not available for review. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.